Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had been shutting down automatically. A field service engineer (fse) noted that the station's event log showed a recurring data synchronization service error 5000, specifically: changeapplierdatalogger ¿ an unexpected error occurred while trying to apply changes. To address the issue, a technical support specialist (tss) executed the dsclientoltp shrink database package. The database status appeared normal. The tss then remotely accessed the station, navigated to the data synchronization log file, and confirmed that the station successfully uploaded data to the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a shuts down while in use, even after the rebooted. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had been shutting down automatically. A field service engineer (fse) noted that the station's event log showed a recurring data synchronization service error 5000, specifically: changeapplierdatalogger ¿ an unexpected error occurred while trying to apply changes. To address the issue, a technical support specialist (tss) executed the dsclientoltp shrink database package. The database status appeared normal. The tss then remotely accessed the station, navigated to the data synchronization log file, and confirmed that the station successfully uploaded data to the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a shuts down while in use, even after the rebooted. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.